Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017 that pump stoppages occurred during power module support. The patient was asymptomatic. It was reported that the patient¿s weight had increased 20kg since implant. On (B)(6) 2017, the manufacturer's technical services representatives performed an external driveline evaluation. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements. One area with massive stressed shielding and deformed bionate was found approximately 2cm behind the distal end bend relief. Several additional stressed areas were also observed. The bionate showed several areas with a white thin coat, and the white silicone covering of the driveline had some yellow, glimmering areas inside. A distal end percutaneous lead (driveline) replacement was performed; however, pump stoppages post-replacement. The device was subsequently exchanged. No additional information was provided.

Manufacturer narrative:
The explanted device which was previously reported to have been lost, was returned for evaluation. Device evaluation: the explanted device was returned assembled with the driveline cut approximately 0.5 inches from the pump housing. Three distal portions were also returned measuring approximately 7.5 inches, 5.5 inches and 31.5 inches. The site of the distal-end driveline replacement was present approximately 20 inches from the pump housing. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outflow elbow was returned attached to the pump''s outlet port. The pump was returned with the nipple of the pump housing detached from the remainder of the pump housing, exposing the wires within the pump. Examination of the driveline did not reveal any signs of damage to the bionate layer or the metal braided shield. No issues with the distal-end driveline replacement site were identified. Electrical continuity testing did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Although the reported pump stoppages were confirmed through evaluation of the submitted log file, a potential cause could not be conclusively determined through this evaluation. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned the explanted pump was not returned for evaluation as it was lost by the user facility; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. Approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A kink in the driveline was observed approximately 3.5 inches from the metal connector with significant deterioration of the metal braided shield at this location. Examination of the wires did not reveal any visible breaches to the insulation of the wires. High potential testing did not reveal any areas of current leakage that would have resulted in an electrical short. Low speed and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated low flow, low speed hazard and driveline disconnected alarms, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the explanted pump was not returned for evaluation. A review of the device history records for the pump and system controller revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.